Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter was not powering on. The complaint was classified based on the customer care advocates (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013 at approximately 6am. The patient reported that he manages his diabetes with oral medication and he denied making any changes to his usual diabetes management routine in response to the alleged issue. He claimed that immediately after the issue began he developed symptoms of ¿poor vision, nausea, and cold sweats.¿ he reported that he went to see his doctor at approximately 8:05am and was treated with 850 mg of metformin pills. No other device was reported to be used at the time. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time; the battery did not need replacing based on the use of meter. The issue remained unresolved and replacement products were sent to the patient and subject products are expected back for investigation. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (08/22/2013).the patient¿s meter has been returned and evaluated by lifescan product analysis on 8/8/2013 and 8/12/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.